Manufacturer narrative:
Argus case (B)(4).

Event description:
My grandmother ate one of the tablet she thought it was a mint [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident overnight denture cleanser tablets) tablet (batch number unknown, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started polident overnight denture cleanser tablets. On an unknown date, an unknown time after starting polident overnight denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident overnight denture cleanser tablets. Additional information: adverse event information was received via live call on 30 may 2019. The consumer stated, "I am calling polident whitening daily cleanser. My grandmother ate one of the tablet she thought it was a mint."